Event description:
It was reported that 5 bd sharps coll ii bd 13l lid does not close. The following information was provided by the initial reporter, translated from (B)(6) to english: customer claims that collectors do not close the lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd sharps coll ii bd 13l lid does not close. The following information was provided by the initial reporter, translated from portuguese to english: customer claims that collectors do not close the lids.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.